Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the material of the ventricular assist device (vad) shoulder pack had "fatigue" and the battery holder net was broken. The shoulder pack was removed from service. No patient complications have been reported as a result of this event. Sources.

Manufacturer narrative:
The shoulder pack of unknown serial/lot number was not returned for evaluation. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged battery pockets can be attributed, but not limited to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.